Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a persistent atrial fibrillation ablation procedure, an air leak was noted. The introducer was used with an ablation catheter to perform pulmonary vein isolation and after one hour with a flow rate of 2ml/min, air bubbles were noted in the sheath tubing.